Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a loss of prime with non-zero force event was recorded in the black box history. There were no loss of primes observed during investigation. The force sensor calibration reading was observed to be within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that 5 random loss of prime alarms occurred over a week with multiple cartridges from different boxes. The reporter denied having to rewind, or load, and stated that the tubing was not kinked and that there was no change in temperature and force. The reporter stated that the cartridge cap was secure and that there were no associated alarms in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.